Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0pnmv, implanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the patient never had therapeutic effect. The trial was perfect, but since implant, no matter what program they were on, there was non-stop leakage. The implant moved to the surface of the skin. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.